Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had fatal error and mentioned user unable to login. A field service engineer (fse) identified that the station failed to boot and exhibited symptoms of a corrupted database. A full system re-image was completed, after which rss and the component manager were configured. Connectivity was verified by successfully remoting into the hardware via rss, and a data synchronization was performed. The customer confirmed successful login to the application, and the station was rebooted and powered on normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station had fatal error, user was unable to login and went offline on remote support service. Customer tried to reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.